Event description:
Follow up information received reported that the cause of the event was a non-functioning ins and lead but was exact issues were noted as unknown. Explant of the components was confirmed. The patient did require hospitalization for the event and the outcome was reported as no injury

Manufacturer narrative:
Extension: model 748910, serial# (B)(4), explanted: 2008 (B)(6). Extension: model 748910, serial# (B)(4), explanted: 2008 (B)(6). Lead: model 3093-28, lot# j0546238v, explanted: 2008 (B)(6). Lead: model 3093-28, lot# j0546513v, explanted: 2008 (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
About 7 years prior to the date of this report, it was indicated the device never helped the patient. The patient experienced painful leg cramps and toe curling intermittently day and night. Stimulation was attempted to be adjusted and the patient heard 3 beeps. The implant was turned off so the patient turned stimulation on and adjusted stimulation. At that time, the patient was not having toe curling. After 3 years of implantation, the patient never had therapy relief and requested explant. The device was removed on (B)(6) 2008. At the time of explant, the healthcare provider reportedly told the patient they could not remove the lead because the sacral nerve had "wrapped around it." The hcp reportedly stated that if the lead was pulled out, the patient would be paralyzed in the sacral area. At the time of this report, it was noted the patient was unable to have an MRI because a 9 cm lead was found on the x-ray. An additional follow up report will be sent if additional information is received.

Manufacturer narrative:
Extension: model 748910, serial# (B)(4), implanted: 2005 (B)(6), explanted: unk. Extension: model 748910, serial# (B)(4), implanted: 2005 (B)(6), explanted: unk. Programmer: model 7435, serial# (B)(4), lead model 3093-28, lot# j0546238v, implanted: 2005 (B)(6), explanted: unk. Lead: model 3093-28, lot# j0546513v, implanted: 2005 (B)(6), explanted: unk. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication ((B)(6) 2010).

Event description:
Additional information received reported that only the leads were implanted. It was unclear if the entirety of the leads or parts of the leads remained implanted. Additional review indicated that the patient did not require hospitalization as a result of the event.

Manufacturer narrative:
The device was used for an off-label indication. The indication the device was used for was ezw.

Event description:
It was reported that during an explant procedure, the lead accessory of the implantable neurostimulator (ins) system was damaged and a portion of the tined segment remained in the patient. The ins system was being explanted due to the patient's need for a MRI. Additional information was requested, but was not available at the time of this report.